Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a robotic laparoscopic hysterectomy procedure, the tower system could not be shut down properly because two arms had triggered non-recoverable yellow errors stating, ¿caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open.¿ the surgery was already completed, all arms were undraped, and the instruments were disconnected. The nurse checked and confirmed that the arms could be moved manually and that all port latches were closed. After restarting and calibrating the arms, the system shut down correctly. There was no patient involvement.

Event description:
It was reported that following a robotic laparoscopic hysterectomy procedure, the tower system could not be shut down properly because two arms had triggered non-recoverable yellow errors stating, ¿caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open.¿ the surgery was already completed, all arms were undraped, and the instruments were disconnected. The nurse checked and confirmed that the arms could be moved manually and that all port latches were closed. After restarting and calibrating the arms, the system shut down correctly. There was no patient involvement.

Manufacturer narrative:
D10) continued: mrasc0002 sn: (B)(6) h2) correction: d1, d10; additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that the last state of the arm cart assembly was docked. It is not possible to shut down the system when then state of one or more arm carts is docked. The system will detect the arm cart as docked when the port latch is closed. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed condition was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of this issue can occur if the port latch is left closed. The instructions for use (IFU) states, "only release the arm cart brakes when the arm cart leds are green, to avoid unexpected movement of the arm and severe patient injury. The arm cart leds display green when the arm is undocked, the instruments are withdrawn, and the arm cart is braked, indicating the arm cart is ready to be unbraked.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.